Event description:
The reported items that were explanted were the original components of the primary hip. The stem was not revised because the doctor did not want to explant a well fixed stem. It is his belief that the head is what caused the altr.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding altr involving a v40 cocr lfit head 40mm/+4 was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
Patient had altr post primary hip surgery. Confirmed by exam, imaging and lab results. Doctor revised the patient's left hip. Stryker head and liner was used.